Event description:
It was reported that the procedure was to treat a mildly calcified, concentric, de novo, 90% stenosis in the left descending artery. The 2.75mm x 8mm nc trek balloon dilatation catheter was advanced post-dilatation; however, the balloon ruptured during the first inflation at 14 atmospheres for 10 seconds. There was no resistance during advancement of the device; however, resistance with the guiding catheter was felt during removal. The target lesion was successfully treated post dilatation with a second balloon dilatation catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw elite 2; guide cath: heartrail; stent: xience xpedition. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.